Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative results of patient samples with cell b of ih-cell a1&b when tested on ih-1000. The customer returned the supposedly defective product for investigational testing but not the patient samples that had caused a false negative test result. At the time we received the reagent red blood cells from the customer they were already expired. But within the shelf life of ih-cell a1&b our quality control laboratory had tested their retention sample with different donor samples. All positive and negative reactions were correct. We did not observe any false negative results. Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of ih-cell a1&b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot.